Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Patient's blood glucose value was 61 mg/dl at the time of call. The customer passed out due to low blood glucose. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin was dripping from the end of the infusion set before connecting to the site. The device is not expected to be returned for analysis.